Event description:
Subsequent to the initial medwatch filing, additional information and clarification was received: the second clip (40607u1/22) was deployed on the anterior leaflet and the tip of the posterior leaflet, due to challenging posterior leaflet anatomy. Following deployment, the posterior leaflet released from the clip. The clip remained attached only to the anterior leaflet. Two days post procedure; the patient was discharged home clinically stable.

Manufacturer narrative:
(B)(4). The incident information was removed; however, a failure analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided stated that the posterior leaflet was prolapsed and restricted. The patient had a large atrium and had at least one cardiac surgery prior to the mitraclip procedure. The leaflet assessment was thought to have been confirmed, but was not properly diagnosed. In this case, it is likely that the restricted posterior leaflet and the larger atrium resulted in the inability to adequately grasp both anterior and posterior leaflets, resulting in the clip being implanted and detaching from the posterior leaflet. Based on the information reviewed, the reported slda appears to be related to procedural conditions and not a product quality deficiency. It was further reported that following the slda of the clip, mitral regurgitation (mr) grade had increased from 1 to 4. The patient effect of worsening mr is listed in the mitraclip system electronic instructions for use (IFU) as a known possible complication associated with mitraclip procedures. In this case, the worsening mr was a result of the slda of the clip. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The reported additional therapy / non-surgical treatment was a result of case-specific circumstances, as an additional mitraclip device was used to treat the worsening mr. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed since the clip (40607u122) attached to the anterior leaflet only and the mitral regurgitation (mr) increased back to the original mr grade. It was reported that one clip was implanted successfully, in a patient with degenerative mitral regurgitation (mr), reducing the mr from grade 4 to 1. Another clip delivery system (cds40607u122) was advanced without issue. During attempt to grasp the anterior and posterior leaflets, the clip grasped the anterior leaflet, and remains attached only to that leaflet. There was no reported posterior leaflet interaction. The mr was increased back to 4 and the cds was removed without issue. Another cds was advanced, however, there was poor visualization due to the two other implanted clips obstructing the view, and not having 3d echo. Grasping the leaflets was attempted, however, was aborted due to visualization problems. The cds was removed without issue. The mr remains at 4. There were concerns about extubation and patients condition is unknown. There was no additional information provided.